Event description:
A customer from (B)(6) reported a false susceptible meropenem result for a pseudomonas aeruginosa strain from a patient's sputum sample, in association with the vitek® 2 ast-n308 test kit. The customer reported the meropenem result was one or more dilutions lower than when using disk diffusion. The strain was tested twice and the results were: test 1: vitek mic= 2 (s) and disk 16-17mm (I). Test 2: vitek mic= 4 (I) and disk 14mm (r). The customer reported there was no delay for reporting results and no impact to patient treatment. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following a report from (B)(6) regarding a false susceptible meropenem result for a pseudomonas aeruginosa strain from a patient's sputum sample, in association with the vitek® 2 ast-n308 card compared to disc diffusion. - test 1: vitek mic = 2 (susceptible) and disk 16-17mm (intermediate) - test 2: vitek mic = 4 (intermediate) and disk 14mm (resistant) biomérieux internal investigation was conducted; however, the customer did not keep the strain for submittal. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. The test data submitted by the customer was evaluated, and revealed no issues with the growth of the isolate in the tested cards as the graphs are consistent with the mic results for meropenem. Evaluation of the manufacturing batch records indicated that ast-n308 lot # 7280487203 met final qc release criteria. This lot passed qc performance testing. No ncmrs were written against this lot. Ncmrs were reviewed for the last 13 months (24jul2017-24aug2018). No ncmrs were written for any lots of he ast-n308 card. Quality systems review of the most recent quarterly trend report, q1 2018, did not identify this complaint as a systemic quality issue. As the customer did not provide isolate submittal, no further investigation is possible.